Event description:
It was reported via social media that a serious injury occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The procedure did not go well and the patient developed both heart and lung issues. No further information is available at this time.

Manufacturer narrative:
Date of event: aware date used as event date is unknown.